Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
A nurse reports that while the system was performing the initial boot-up sequence, the nurse unplugged the system to move it against the other wall. The system immediately displayed an "inaccessible boot device" message and would not allow for reboot. There was no backup system available and 2 case were already prepped for surgery. All cases were delayed between 2 and 2.5 hours before the sister facility was able to provide a secondary unit to complete the cases for the day. No patient harm was reported.